Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers syndrome. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead had dislodged due to twiddlers syndrome. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received noted that dislodgement was confirmed via magnetic resonance imaging (MRI).